Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. When asked if the cause of the stimulation/shocking issues was determined the patient simply responded with "mistake". When asked what steps were taken to resolve this issue the patient reported "hospital". The issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that the hcp was calling from the ER and the patient was using their stimulation normally in the morning and it was working appropriately but then they started experiencing electrical shocks "like it wasn't turning off". The patient removed the programmer/antenna and they still felt like the system was "working." The potential for residual stimulation was reviewed but that it shouldn't be shocking the patient once the ins was off. The hcp later called back and stated that the patient was using the remote in the morning and received shocks down their legs. The stimulator was supposedly turned off but the patient was still feeling "aftershock" sensations. It was reviewed how to use the controller and after interrogating the ins it was reported that stimulation was on. Stimulation was turned off and the patient felt better. No further complications reported.